Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a peripheral vascular interventional procedure on (B)(6) 2021, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had successfully negotiated the patient's abdominal aortic bifurcation with an .038 guidewire and guide catheter under fluoroscopy. The physician was attempting to remove the guide catheter when he felt the catheter tip detach within the patient's abdominal aortic arch. The physician successfully removed the foreign body from the patient with a vascular snare device. The patient tolerated the procedure well. No additional consequences to report.